Event description:
It was reported that on (B)(6) 2011, impedances >10,000 ohms were measured on all electrode pairs. At a previous visit, therapy impedance was >4,000 for one of the programs, but overall stimulation was okay throughout the other program. The patient experienced a shocking or jolting sensation, and felt unexpected stimulation when the neurostimulator was off. It was unclear whether the device was truly off during the symptoms, which began occurring following a fall. It was unknown if movement caused changes in stimulation. It was noted that there may be something at the anchoring site that looked "off." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).